Manufacturer narrative:
Product event # (B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: aquamantys® 2.3, product number: 23-113-1, lot number: phg305b0, expiration date: 2020-07-28, quantity returned: 1. Testing performed: device packaging inspection: one returned aquamantys® 2.3 device was received inside a cardboard box within two biohazard bags with a plastic air cushion to fill the negative space. Display box end returned; the device information was confirmed against the information listed within gch from the display box end. No paperwork was provided. Device visual inspection: device is used with blood on handle, cord and shaft. Saline present within the saline tubing line and drip chamber. Electrodes are charred and occluded with tissue and coagulum build-up which visually relates to the reported complaint description. All components appear in place, intact with no damage. Functional inspection: the device pump tubing was loaded into the peristaltic pump, inserted the drip chamber spike into the saline bag, plugged the device into the generator and activated the prime cycle, until all air bubbles were purged from device. The device primed in less than sixty seconds when the aquamantys® generator pump system prime cycle was initiated. There was minimal to no saline flow from both electrodes which were occluded with dried blood, tissue, and coagulum build-up. The device was primed multiple times, activated in a saline filled tray with a soaked gauze pad, the electrodes were vigorously scrubbed in an attempt to remove the occlusion from the tip however all attempts were unsuccessful. The device tips were then soaked in a warm water bath for thirty minutes, re-primed and activated several times and the clog, dried blood, tissue and coagulum occlusion was unable to be completely removed and normal uniform saline flow could not be established. The aquamantys® generator was set to medium flow at 100w to test the device for fluid flow requirements. A total flowrate of 9.6 - 16 cc/min (12.8 nominal) with a 60% / 40% maximum split is required. The device was activated for sixty seconds to allow collection of saline into two graduated cylinders producing unacceptable results and failed to meet the product specification requirements. Flow from the left tip = 0.0 cc / min. Fail - flow from the right tip = 6.4 cc / min. - fail total volume total flow rate = 6.4 cc / min. - fail - calculated the percentage of the total fluid which is represented by that of each cylinder with a 60 % / 40 % maximum split the results producing unacceptable results and failed to meet the product specification requirements. Left electrode = 0.0 / 6.4 = 0 % - fail - right electrode = 6.4 / 6.4 = 100 % - fail lhr review: a review of the lhr for lot # phg305b0 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. The device electrodes were occluded with eschar, tissue and coagulum build-up. The occlusions were lodged within the saline exit holes which resulted in insufficient normal uniform saline flow from both electrodes preventing the device from functioning as expected. Steam or smoking around the electrodes and bubbles occurring around the electrodes denotes the saline is boiling as it couples with the active electrode is a normal feature of the device. The low saline flow functionality issue is precisely related to the occluded electrodes. The device failed to meet the product specification requirements for saline flow testing which confirms there is an occlusion within the saline exit holes. This complaint will be tracked and trended in gch. (B)(4).

Event description:
Medwatch received reported that while using the 2.3 device during a cervical laminectomy, posterior fusion, the irrigation stopped pumping and the device overheated and began to smoke. The device was replaced with a "like" device to complete the case.